Event description:
The customer reported that her blood glucose reached 20.6 mmol/l (371 mg/dl) 14 hours after the device was activated and that the needle did not retract properly after the cannula was deployed.

Manufacturer narrative:
The device has not returned for evaluation. We are unable to confirm the failure of the needle mechanism to retract, to determine any root cause, or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.